Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 527 mg/dl. A system check was performed with tandem technical support, which showed that the pump was performing as intended; however, the customer declined to check the infusion set site. Reportedly, the customer changed the infusion set and cartridge and bg level decreased to 420 mg/dl.